Manufacturer narrative:
A product investigation was completed: the complaint condition for the 391.882 lot number p505544 cable crimper was likely caused by fifteen years of consistent use; however, this complaint is not likely a result of any design related deficiency. Per the technique guide, the 391.882 cable crimper is an instrument is routinely used in the orthopaedic cable system. The device was returned and reported to have been used during a procedure when an orthopaedic cable broke. This condition for the cable is unconfirmed; as the cable was not returned for evaluation. However, the cable crimper was noted to show some deformation and bending where the teeth of the cable crimper should be. This condition regarding the cable crimper is confirmed. It is likely that fifteen years of consistent use has led to this complaint condition. The crimper was manufactured in february 2001 and is fifteen years old. The balance of the returned device is in otherwise fairly worn condition consistent with its advanced age. The relevant drawing number was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. The risk assessment adequately addresses the complaint event. No non-conformance reports germane to the complaint condition were generated during the production of this device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Patient age and weight are unknown. Implant and explant dates: device is an instrument and is not implanted/explanted. Mfg date: february 20, 2001 and september 20, 2001. Part number: 391.882, lot number: p505544: earliest release to warehouse date: february 20, 2001. Other release to warehouse dates: february 20, 2001 and september 20, 2001. Manufacturing site is monument and supplied by pioneer surgical technology. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported while using the cable crimper during a procedure the wire from the crimper was engaged around the bone and broke in half. There were no fragments generated. The hospital did not have a back-up crimper. The procedure was complete using surgical vice pliers and replaced with a suture. Surgical delay is unknown. Patient status is unknown. This is report 1 of 1 for (B)(4).